Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "don't use stryker, I've already seen a lawyer about mine, do your research. Additional fb comment received, "had it on my left knee in early march, I'm been a nightmare. I'm seeing a lawyer. Additional fb comment received, "I had a talk bad infection in it, even with pt I'm still having problems walking, resting, I was in hospital 8 days when the surgery was done the surgeon didn't tell me he was using this knee, he said my leg was crooked and he had to use robotics, my leg is still crooked and hurts worse than it did before my know burns and hurts 24/7. I did my other know 10yrs so and had no problems at all. I was riding my motorcycle 4 weeks afterwards. This has been a total nightmare .I would never do this again, it was not discussed with me at all. Fb comment received: "worse thing I ever did was have stryker knee replacement, I've had so many problems with it. I'm really to involve a lawyer." Fb comment received: "8 weeks after stryker knee replacement, it burns and hurts 24/7. If had known he was using this knee, I would have said,no."

Event description:
It was reported via the stryker facebook page, "don't use stryker, I've already seen a lawyer about mine, do your research". Additional fb comment received, "had it on my left knee in early march, I been a nightmare. I'm seeing a lawyer". Additional fb comment received, "I had a talk bad infection in it, even with pt I'm still having problems walking, resting, I was in hospital 8 days when the surgery was done the surgeon didn't tell me he was using this knee, he said my leg was crooked and he had to use robotics, my leg is still crooked and hurts worse than it did before my know burns and hurts 24/7..I did my other know 10yrs so and had no problems at all. I was riding my motorcycle 4 weeks afterwards. This has been a total nightmare. I would never do this again; it was not discussed with me at all" fb comment received: "worse thing I ever did had stryker knee replacement; I've had so many problems with it. I'm really to involve a lawyer." Fb comment received: "8 weeks after stryker knee replacement, it burns and hurts 24/7. If had known he was using this knee, I would have said, no." Fb comment received, I would never let another stryker be put in my body, I had a knee replacement in march and they used a know in recall. I've been in pain 24/7 every day since. Fb comment received, I would never use this knee again, 24, /7 pain. Fb comment received, I've not had one pain free day since this stryker knee replacement, my leg and foot is crooked, my knee was infected and popped open, I was in hospital 8 days, no pain meds, I am in pain 24/7. A dr that had not helped at all. I was in pt over 4 months, I would never do this again. If anyone is thinking of using this knee. I have no quality of life. I can't do the things I love!!don't.

Manufacturer narrative:
An event regarding issue unclear involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the patient reported an unclear issue from the knee. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.